Event description:
As preparation for a screening colonoscopy, the nurse used 3m durapore tape to secure the IV to my wrist. When I removed the bandage from my wrist the morning after. I had blisters at both ends of the bandage, which was 3m durapore. The blisters were sufficiently large to prevent my securing my wristwatch to my wrist and took a week to resolve. I reported the adverse reaction to my physician and queried staff of the facility to learn what bandage had been used.